Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-device evaluation: the cartridge has not been returned to animas; a retain cartridge sample of the same lot # was evaluated by product analysis on 04/17/2014 with the following findings: a lot review was performed and determined that no failures were found on incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime warnings. The reporter noted that the cartridge had not been changed since the issue started. The reporter stated that they would monitor the issue and call back if the issue persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.